Event description:
The pt's pump was explanted after she developed an infection. According to the pt, during implant her 'dura was nicked and it caused an infection." The catheter was not explanted. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).